Event description:
It was reported that a protective sheath of a bd¿ safetyglide needle was missing, and the needle had punctured the cover bag, resulted in sterility breach.

Manufacturer narrative:
Investigation summary: one safetyglide needle was received and observed to be in the original blister pack with seals intact, confirmed to be from batch #8285705 (B)(4). The needle¿s shield was observed to be missing and the package was punctured by the exposed cannula. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the missing shield defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a protective sheath of a bd¿ safetyglide needle was missing, and the needle had punctured the cover bag, resulted in sterility breach.